Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 588mg/dl. The customer most current level was 340mg/dl. The customer treated with manual injection. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The cannula was noted to be bent. The customer was advised to conduct set changes every two to three days and that replacement supplies would be sent out.